Event description:
Event description cpi received information that this intervene ii lead had disintegrated due to the patient twiddling the lead. An x-ray revealed several fractures and the lead coil was discontinuous with bits of the coil free floating in the ventrical. The lead was abandoned in the patient and replaced. Additional paperwork states device was unable to communicate or elicit magent response. ICD was explanted and will be returned for analysis.